Manufacturer narrative:
The device was returned to the manufacturer with indication of use in the field. It has been confirmed that the distal tip of the white pad was heavily melted through and had lifted out of the metal jaw. This type of damage can occur when device operation is prolonged beyond tissue dissection. The rest of the pad is still retained as designed and it does appear that the entire pad is present with no missing pieces. The device was also function tested and there was no damage observed to any of the contacts in the contact array. A battery pack and generator were attached to the device and the device went on to pass function testing of the two stage button with no issues observed. The device displayed both a green light and an associated tone indicating a pass in both the min power and max power positions.

Manufacturer narrative:
The device has not been returned to the manufacturer at the time of this report. A supplemental report will be sent when the evaluation is completed once the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that during a large abdominal hernia repair procedure, a plastic piece from the jaw of instrument melted and separated from the instrument while cutting tissue into the patient wound. It was reported that there was no patient harm, injury, consequence occurred or additional intervention needed. Additional information was requested regarding retrieval of the part but no additional information was given.